Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2016, the lay-user/patient contacted lifescan (lfs) USA, alleging that his onetouch ultramini meter read inaccurately high compared to his feelings and/or normal readings. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged meter inaccuracy began around (B)(6) 2016 at an unspecified time. The patient reported obtaining what he felt was an inaccurate high blood glucose reading of ¿around 300 mg/dl¿ with the subject meter. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine the possibility of inaccuracy. The patient stated he manages his diabetes with insulin (self-adjuster) and denied making any changes to his usual diabetes management regimen in response to the alleged issue. The patient reported feeling ¿sweaty, disillusion, sleeplessness, irritability and fatigue¿ an unknown time after the alleged issue began. The patient reported treating himself with food and drink in response to the symptoms. The patient stated his blood glucose was measured around ¿150 mg/dl¿ at various dates and times on another device using different vials of strips. During troubleshooting, the csr confirmed the unit of measure was set correctly on the subject meter. The csr noted the patient was testing with test strips that had been stored correctly, were not expired or past their discard date. The csr noted the patient did not have control solution available to test the subject meter. The subject products were replaced and requested back for evaluation. This complaint is being reported because the patient reportedly developed symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged inaccuracy issue began.